Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all drawers were failed and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed and was unable to recover. A field service engineer (fse) identified that no drawers were detected on the communication bus and verified that a version mismatch existed between the server and the station, with the server on a higher version than the station. The fse reviewed the storage space configuration and observed that no drawers were available, then performed data synchronization; however, authentication was unsuccessful. The fse coordinated with technical support center and confirmed that the version incompatibility was the cause of the issue. The fse proceeded with reimaging the station as requested by the customer, after which access was restored. The fse validated system functionality with the customer, and successful testing confirmed that the station was operating correctly. The system functioned as intended after field service engineer repaired the device.